Manufacturer narrative:
H6: health effect clinical code 2687 and 4614 were removed / codes 1528, 4624 and 4582 were added. D09, h3: correction - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. The device was not returned for analysis. A review of the production records and corrective or preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to the operational context of the procedure. It was reported that the guide wire interacted with the patient¿s anatomy during removal, resulting in the difficulty encountered during removal. Manipulation of the wire, during its interaction with the anatomy, likely contributed to the reported material separation. The separated portion of the wire was surgically removed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the initially filed reports, additional information was provided. It was reported the procedure was to treat a tortuous lesion in the right radial artery. During removal of the bmw universal guide wire, resistance was met with the anatomy due to a severe spasm and the guide wire separated. The separated portion of the guide wire was surgically removed. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Event description:
It was reported that during a procedure in haemodynamics the abbott guide wire separated inside the artery of the patient. No additional information was provided.

Manufacturer narrative:
B3: date of event estimated as 2/15/2023. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.na.